Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen would intermittently fail to display how much how much insulin was left in cartridges. There was no reported impact to customer's blood glucose. No additional information was provided. The customer declined troubleshooting and follow up from tandem technical support.